Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse reported hospitalization due to high blood glucose. Customer is hot, thirsty, dry mouth, nauseated and vomiting. The blood glucose reading at the time of the event was 493 mg/dl. Hospital treated with IV. During troubleshooting, the time and date are incorrect. Assisted customer with correcting. Nothing further reported.